Event description:
It was reported that during the implant procedure, the right atrial lead dislodged. After repositioning the lead, loss of atrial capture and sensing was observed. The lead was no longer used and replaced with a new lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.